Manufacturer narrative:
The device was returned to olympus for evaluation. The device evaluation did not confirm the user¿s report. Although the user¿s request was not confirmed, the unit failed inspection due to a worn scope socket that caused a poor connection with scopes and camera heads. During testing, the programmable in- put processor (pip) connector received a damaged picture. The power switch was found to be defective and the cord holder screws were missing. In addition, there was cosmetic wear on the housing. The housing had a minor nick on front panel and a scratch and bare metal on the top cover. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility

Event description:
The customer reported to olympus, during an unknown procedure, the video was too bright when the scope was too close to a tissue and too dark when far way on an evis exera iii video system center. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation and the device history record (DHR) review. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. The exact root cause could not be identified. Based on the results of the investigation, the most likely causes of the reported failure was the connection between the subject device and the light source or an issue with the light source. Olympus will continue to monitor the field performance of this device.